Event description:
On november 21, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) listened to the call between the patient and customer care advocate (cca) to obtain/verify information. The patient tests her blood glucose 6 times/day. On the morning of november 17, 2006, the patient obtained a result of 98 mg/dl around breakfast time. Based on the carbohydrates in her sandwich that she ate for breakfast, the patient took 2 units of "humalog" insulin via her insulin pump. The patient takes 1 unit of insulin per 8 carbohydrate units. Later that same evening, the patient obtained a reading of over "300 mg/dl" on the reported meter. At that point, the patient mentioned that she had symptoms of shakiness, sweating, and difficulty concentrating. Although she felt low, she trusted the meter reading and took 3 units of "humalog" insulin. She typically takes 1 unit of insulin to lower her blood glucose by 60 points. After taking the insulin, the patient's symptoms became worse. Her husband and friends treated her with glucose tablets and fruitcake, which helped to relieve her symptoms. She did not test herself until she got home later that evening. By that time, she got a "normal" reading, but used a different non-lifescan meter. The patient was using a correct technique for testing with the reported meter. The patient was using blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient got a reading of over "300 mg/dl" while having symptoms of hypoglycemia. The patient's symptoms did not correlate with the reported meter result. She trusted the meter reading and took 3 units of insulin to treat herself. The symptoms of feeling sweaty, shaky, and difficulty concentrating got worse. She required glucose tablets and food to relieve her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.